Event description:
It was reported that a power source alert occurred while using a tandem charging cable and wall adapter, which led to a pump shutdown, and the caller did not experience a shutdown alarm prior. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy and was instructed to put the pump into storage mode before returning it. The pump was confirmed under warranty, and a replacement pump was arranged to be sent after confirming the shipping address.